Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's right ventricular lead exhibited increasing thresholds and declining impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of increasing thresholds and declining impedance were not confirmed. As received, a partial lead was returned in two pieces. The connector portion measured 12.0 cm while the distal portion measured 55.0 cm. During analysis, a failure event was observed which was unrelated to the reported event. External insulation abrasion was noted at 12.5 ¿ 13.5 cm from the distal tip consistent with lead friction to another device or feature of the patient anatomy. The insulation beneath was intact.